Manufacturer narrative:
We have not received the complaint device for evaluation. Hence, we could not conclusively determine the exact nature of the reported incident. The surgeon had inspected the device before use and he found it be operational. It is possible that the balloon was caught on a sharp calcified plaque damaging the balloon. Our review of the lot history records for this lot did not find any discrepancies either in the manufacturing or packaging process that could be related to this incident. Further, we have not received any other complaints of a similar nature for devices from this lot. There was no harm to the patient because of this incident. Surgeon used another f3 carotid shunt for the carotid endarterectomy procedure (cea).

Event description:
One of the balloons of the pruitt f3 carotid shunt leaked during carotid endarterectomy procedure. So, the surgeon used another pruitt f3 shunt to complete the procedure.